Event description:
In 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an infrarenal aneurysm. Atabout 47 days later, computed tomography showed a left limb occlusion, due to thrombus, which was the trunk-ipsilateral leg component trunk-ipsi leg. At approximately one month later, the pt underwent a reintervention. The physician de-clotted the graft. A cordis palmaz stent was placed of the trunk-ipsilateral leg component. The distal end of the palmaz stent extended to the left artery. An iliac extender component was inserted in the trunk-ipsilateral leg component at the flow divider and extending down the ipsi-leg. An aortic extender component was landed proximally in the trunk-ipsilateral leg component to address any residual clotting. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.